Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the o-ring came off and remained in the pt. A revision surgery is planned.